Manufacturer narrative:
Product event summary #geo event description: information received by medtronic reported that a lead could not be inserted into an implantable neurostimulator (ins). No symptoms were reported. Preliminary geo assessment: - lead could not be inserted into ins - no symptoms were reported - a new ins was used - issue noted as resolved - suspect user/handling error during procedure preliminary geo conclusion: (B)(4): no evidence of device malfunction. Device not suspected to have contributed to the reported event. Suspect user/handling error during procedure that resulted in a new ins being used. As ins replaced during same procedure, no serious deterioration of patient health. ((B)(4) 2018) product analysis (B)(4): analysis information -- (B)(4) 2018. (B)(4) product ID# (B)(4) below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawl was perfomed 3 times with a dry lead, and found to be within specifications. {a known good lead was inserted and withdrawn 3 times into the connector port. Insertion spec: =3.0 lbs. Withdrawal spec: =2.0 lbs. Results: insertion=0.50, 0.56, 0.49 lbs; withdrawal=0.54, 0.53, 0.49 lbs.} product ID (B)(4): product type accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported the lead would not go into the implantable neurostimulator (ins). No factors were noted to have led to the reported event. No troubleshooting was performed. A new ins was taken, and the issue noted as resolved. No symptoms were reported. There were no further complications reported and/or anticipated.